Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: change in size of breasts. Removed right breast prosthesis was re-implanted into left breast. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 22-year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 225cc gel breast prostheses developed a difference in shape between her breasts post implantation. As a result, the patient underwent bilateral explantation and replacement surgeries on (B)(6) 2022. During the surgeries, it was observed that the left breast prosthesis had ruptured. Additionally, the removed right breast prosthesis was observed to be intact and was re-implanted into the patient¿s left breast. A new mentor memorygel breast implant 275cc gel breast prosthesis was implanted into the patient¿s right breast. Mentor breast prostheses are single-use devices and reimplantation is against the IFU. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 27-dec-2022, mentor received additional information about the event: - malposition of the left breast prosthesis was reported as well as lateral displacement of the right breast prosthesis. - the patient developed asymmetry secondary to scoliosis post implantation. Manufacturer¿s reference number: (B)(4).